Manufacturer narrative:
(B)(4). Batch: r40g90. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a pulmonary lobectomy surgery, after fired, noted the tissue was cut off but without staples,checked the operation area,still no staple. Used suture to over-sew. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #r58n32. Investigation summary: one photo was provided: the picture shows tissue. Two formed staples are noted on the tissue and no signals of bleeding is observed. Based on the photo alone the event describe cannot be confirmed. Three cartridges that were used in the procedure were received. The cartridges were labeled a, b, and c. It was determined that none of the cartridges had been fired and reset on the line. The ecr60d reloads were observed visually and it was determined that select drivers on each cartridge had minimum amounts of dried material to allow for further analysis to determine if staples had been loaded into the cartridges. Individual drivers from each cartridge were examined using a scanning electron microscope (sem) with an energy dispersive x-ray (edx) detector. The contrast in the sem image allows identification of potential targets for the edx. The edx allows for a careful examination of the elements present on a surface. The ecr60d reload contains a liquid crystal polymer (15% glass filled) cartridge, polyetherimide drivers, and titanium alloy (ti3al2.5v) staples. When the device is fired the drivers push the staples out of the cartridge, force them through the tissue, and against the anvil pockets, which form the staples into the b configuration. During this process particles of titanium alloy are left on the drivers which can be observed and identified using the sem/edx. The drivers were selected at random based on their suitability for analysis (material coverage and position in staple cavity). Titanium alloy was found on every driver analyzed. Evidence of the titanium alloy used to produce the staples in the ecr60d reload was found on the drivers of all 3 cartridges (a, b, c) returned. This indicates that staples were loaded into the cartridges when they were manufactured. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.